Manufacturer narrative:
Technical services discussed detection enhancements and rate cut-off programming. Technical services discussed the rate cut-off could be increased to mitigate therapy for this rhythm. The patient was scheduled for a follow-up for further evaluation. The available information suggests this device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing and inappropriate shocks. Therapy was exhausted in the episode with no change in the rhythm. It was reported that the device was programmed to two zones with a rate cut-off of 160 beats per minute in the ventricular tachycardia zone. The rhythm appeared to be supraventricular tachycardia with a heart rate of 160 beats per minute. No adverse patient effects were reported.